Event description:
It was reported that when using the bd pyxis¿ medbank tower, user reported the system does not give key for the refrigerator lockbox when issuing lantus. User used add item button to issue the key. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) had the customer use the add item button to issue the key and advised that someone with access to cycle count would need to correct the key¿s inventory later, as it was not configured to be returned, tss also explained that, based on how the items were currently set up, the insulin products do not need to be placed in the lockbox and should instead be stored directly in the refrigerator. The system functioned as intended after the technical support specialist assisted the customer.